Manufacturer narrative:
A notification was received stating that a revision was required. The patient presented with an unstable knee and "clunking". On (B)(6) 2019 the revision was performed and the saiph® fixed tibial bearing green right size e 10mm was explanted and a saiph fixed tibial bearing size e, right 16mm part number 193-805, lot 202271, expiry 2022-02 was implanted. The procedure was successfully completed. Information provided stated that the patients' medial collateral ligament was possibly damaged during the primary procedure and that the 16mm implanted released the patients iliotibail band. A review of the device history record relating to the manufacture of part number 193-802, saiph® fixed tibial bearing green right size e 10mm, lot 223030, expiry date 2028-02-01 did not identify any issues; no non-conforming product was released.

Event description:
A notification was received stating "booking for patient needing a change of a e right fixed tibial bearing 10mm due to patient's right knee being unstable." (B)(4).